Event description:
It was reported that while in use, this shaver was noted to turn on and off without pushing the control buttons. There were no injuries to patient/staff and no delays to surgery.

Manufacturer narrative:
Investigation findings: the customer's reported problem of the handpiece operating on its own was confirmed. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.